Event description:
It was reported that the patient underwent l3 corpectomy and had vertebral body replacement device and l2-l4 anterior fixation implanted. Reportedly the implants were causing discomfort to the patient, therefore, approximately 7 days post the implantation, a procedure was performed to remove the anterior fixation.

Manufacturer narrative:
(B)(4): no known device malfunction is reported, therefore, the suspect device was not identified. Multiple films taken via cell phone off of c arm. The pictures do not have very good quality. Film on (B)(6)-2010 shows the vertebral body replacement construct in upper lumber spine initially with anterior screws and rods fixation. Another film on (B)(6)-2010 shows the vertebral body replacement construct with anterior screws removed. We are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.